Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin results for one patient sample. The architect analyzer generated an initial troponin result of 0.16 nmol/l. The patient was redrawn two hours later and a troponin result of <0.03 nmol/l was generated. The initial draw was then reanalyzed and a troponin result of <0.03 nmol/l was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, review of returned system logs and service history, a search for similar complaints, and a review of labeling. The returned result log only contained data for (B)(4) 2010 to (B)(4) 2010 and did not aid in the determination of the cause of this issue. Tracking and trending did not identify an adverse trend in conjunction with the complaint issue currently under evaluation. Labeling was reviewed and found to be adequate. Based on the evaluation no product deficiency was identified.